Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer reported that they fell and felt heart pain due to the low bg. The customer received third party assistance from a lady at a restaurant, who helped the customer get up and provided lemonade and fruit snacks to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.